Manufacturer narrative:
Product analysis: analysis was unable to confirm the customer comment of a stylus issue, stylus was replaced and recalibrated. Analysis also noted that the media bay door was missing, handle covers were cracked, and the programmer failed left antenna connection. The hard drive was reconfigured, reloaded and updated with software. The programmer passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was inoperable. The device has been returned for service. There was no patient involvement.

Manufacturer narrative:
Corrections: eval code-conclusion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was inoperable. The device has been returned for service. There was no patient involvement.